Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) did not appear to be pacing when it reached elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.